Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73g1800294 investigation did not show issues related to the complaint. The device investigation is pending. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws did not open after some clips were fired. No clips fell in the patient and there was no health injury reported.

Event description:
It was reported that the jaws did not open after some clips were fired. No clips fell in the patient and there was no health injury reported.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml lot# 73g1800294 investigation did not show issues related to the complaint. The device investigation is pending. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly into the jaws of the device. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the second clip. Another attempt was made and the next clip was unable to properly load. It was observed that the feeder was to the side of the clip. The fourth and final clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. The sample was received with 5 clips remaining including the partially loaded clip indicating that 10 clips were fired by the end user. It could not be determined what prevented the third clip from loading properly. It is possible that the excess amount of biological material present in the jaws prevented one of the clips from loading properly, but this could not be confirmed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaws didn't open while in use" was confirmed based upon the sample received. One device was returned. The device was received with 5 clips remaining indicating that 10 clips were fired by the end user. Upon functional inspection, it was found that 1 of the remaining clips were unable to load properly. No damages were found to the device. It could not be determined what prevented the third clip from loading properly. It is possible that the excess amount of biological material present in the jaws prevented one of the clips from loading properly, but this could not be confirmed. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since it could not be determined what prevented one of the clips from properly loading, the root cause of this complaint is undetermined.